Event description:
The technician alleged that the brakes would not hold. No pt impact.

Manufacturer narrative:
The technician found worn brake casters and cracked brake caster supports. The technician replaced the brake casters and brake caster supports to resolve the issue.